Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of 500mg/dl and issues with blood glucose and sensor glucose differences. Customer indicated that their blood glucose value was 249mg/dl at the time of incident. No mention of symptoms or treatments of the high blood glucose were made. The insulin pump was not returned for analysis.